Manufacturer narrative:
Further analysis is currently being conducted to determine the root cause for this observation. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri). No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling.